Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 2 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was admitted to the hospital for suspected gastrointestinal bleeding. The patient presented with 3 to 4 days of melena, dyspnea on exertion, bloating and weight gain. The patient noticed bright red blood per rectum (brbpr). At the time of the event, the patient¿s anticoagulation regimen included aspirin and warfarin. The patient admitted to accidentally taking 12.5 mg of warfarin on (B)(6) 2018, but did not take any subsequently. An esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 revealed erosive gastropathy with multiple non-bleeding erosions in the gastric antrum. The event resolved on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
The patient remained on vad support. A direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.